Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels above 300 mg/dl. The customer would deliver manual injections to stabilize bg level. The customer stated the suspected cause was possibly due to infusion set cannula size. However, it was not confirmed. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.